Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, october 13, 2015.

Manufacturer narrative:
Per the clinic, the patient developed a post-operative wound infection and subsequent extrusion of the receiver-stimulator. The patient was administered with IV antibiotics for a duration of 7 days, resolving the infection. Following the treatment, revision surgery was performed (date not reported) to correct the extrusion. The implanted device remains. This report is filed november 10th, 2015. Device remains implanted.